Event description:
Customer reported that insulin delivery stopped overnight. This caused the blood glucose level to go high, showing a reading of "high," though a specific value was not known. Customer took corrective actions by administering a correction bolus through the pump and drinking water and was able to resume insulin. The issue was resolved successfully, and no further assistance was necessary.